Event description:
The user facility in (B)(6) reported a vitrectomy cutter failed. The cutter would stick in the closed position at the maximum cut rate 5000 cpm. They opened another pack and there were no further issues.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.